Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced occasional undersensing on pause episodes, and undersensed premature ventricular contractions (pvc). It was further reported that some migration was noted in the chest wall. The icm remains in use. No patient complications have been reported as a result of this event.